Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas failed to deliver insulin due to a piston/cartridge interface problem, where the cartridge would lock in after rewind but insulin delivery stopped during the priming step and the device indicated the cartridge was empty; the screen remained usable and no alarms were present until the priming attempt triggered an empty-cartridge alert. Symptoms included no insulin delivery. Outcomes included interruption of therapy and the need to replace the device. Investigation included customer troubleshooting over the phone, review of use steps, and functional assessment by reproducing the priming sequence to the point of failure. Investigation of this case revealed a damaged piston that prevented insulin advancement despite proper cartridge insertion and supply changes. It was concluded that a device component failure of the piston led to the inability to infuse insulin, necessitating replacement.